Event description:
It was reported that two days after a davinci-assisted total gastrectomy surgical procedure, the patient underwent a second open surgical procedure as the staple line on the small bowel opened up. Intuitive surgical, inc. (Isi) contacted the isi executive sales representative (esr) and obtained additional information regarding the reported event. The esr stated the surgeon provided the following information: the patient underwent a total gastrectomy procedure on (B)(6) 2022. Two days after, the patient had to be taken in for a second open surgical procedure. It was identified that the jejunojejunostomy anastomosis was opened up. It was reported that blue sureform 60 reload(s) were used for this anastomosis. The anastomosis was repaired. The patient is reported to be recovering well. The esr confirmed that the products were discarded. Isi made follow-up attempts with the surgeon to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the root cause of the post-operative complication cannot be determined or is unknown. It was confirmed that the sureform60 stapler instrument and the stapler reload(s) will not be returned to isi for failure analysis investigation as the products have been discarded. If additional information is received, a follow-up MDR will be submitted. An isi advanced failure analyst (afa) engineer conducted a stapler log review and found the following: the sureform 60 stapler instrument (part #480460-09; lot #t92220111-0218) was used in 5 different firing events: 1st event with a white sureform 60 reload, and then the remaining 4 with blue sureform 60 reloads. All 5 firing events were ~100% completed/successful. There were no errors within the logs related to the reported problem. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: two days after undergoing a da vinci-assisted total gastrectomy procedure, the patient underwent a second open surgical procedure as the staple line opened up where blue sureform 60 reload(s) were fired on the small bowel. At this time, the cause of the post-operative complication is unknown.